Event description:
During testing at the user facility, it ws noted that the device door roller was broken. The device was returned to the biomedical department with a report of continuous error 94-4. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device door roller was broken. The device door could not be properly closed due to the broken door roller. When the device door is not properly closed, the cassette regulator will be opened and the valves will not be closed properly when the device door is closed. The valves must be closed by the device mechanism valve pins in order to prevent fluid from flowing feely through the cassette. The probable cause for the broken device door roller was leaving the device door assembly in the open position exposing the device door roller to contact damage. Additionally during testing, the device alarmed with a 9404 (reed switch does not match control knob signal) error code. This was due to a damaged display circuit board. This report represents all the information known by the reporter upon query by hospira.